Event description:
It was reported that, "removed insert, replaced w/3052 #11/10mm insert. No reactive tissue noted, ie metallosis or lysis. Femoral component was pristine, patella intact, no wear. Just returning for analysis, notice minimal backside wear."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report.